Event description:
Caller reportedly received the following results on the compact plus system within 10 minutes: lo(a result lower than 10 mg/dl) and 135 mg/dl. No actions were taken based on the results. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.